Event description:
It was reported that pump had missing paint in cartridge area, damage in slide area that sometimes made loading and removing cartridges difficult. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, was out of warranty, and was in process of obtaining new device, and no additional information was received regarding any further actions taken.